Manufacturer narrative:
Correction: supplemental MDR was filed to correct the manufacture report number since the suspected device already captured in manufacture report number 2016493-2026-17594.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in retry mode after full sync to address disaster recovery. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was on retry mode. A technical support specialist follower knowledge article titled retry - insert into purge.purge statistics to perform a full synchronization of the stations. This action allowed data synchronization to resume without the risk of retry modes caused by database mismatches and the issue resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in retry mode after full sync to address disaster recovery. However, there were no delays or adverse events or injuries reported based on this event.